Manufacturer narrative:
Product evaluation: results from the product history record review indicated the product met release criteria. Photo review provided by the medical monitor: undilated pupil showing white punctates unknown if reflexes, artifacts, vacuoles; hazy areas peripherally and towards the center of the pupil maybe remnants of anterior capsule, pco or residues. Unable to accurate ID observations or determine position or origin. The product investigation could not identify a root cause. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email . A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a case of poor quality of vision following an intraocular lens (iol) implant procedure. The patient had prk surgery on (B)(6) 2016 and has been prescribed glasses. The lens remains implanted.